Event description:
It was reported the patient's device lasted six months. The device "stopped working correctly." Additional information has been requested and will be made as follow up as it becomes available. For information related to previous and subsequent devices, refer to manufacturer report # 6000032-2010-06880 and 6000032-2010-06883.

Manufacturer narrative:
(B)(4)